Manufacturer narrative:
It has been communicated that the device will be sent to the investigation site for evaluation. Upon completion of the investigation, a follow-up report will be filed.

Event description:
Affiliate reported that, the doctor reported that, the patient showed signs of local paraesthesia (unfeelingness of the legs) three to four days after the refill. The customer assumed that the closing mechanism perhaps the "bolus safety valve" between bolus and refill did not close correctly. Therefore, the surgeon explanted the pump during a routine operation on the cervical spine.